Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was leaking from the biopsy channel. In addition to evaluation in b5, plastic distal end cover had minor scratches and dents. The bending section cover glue had minor scratches. All the switches were not working. The angulation was low. The play on the control knob was loose in up/down direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovidescope experienced air/water leakages and a failed leak test. The event was found during reprocessing. There was no report of patient harm associated with this event. During incoming inspection, it was determined insertion tube had a minor one side buckle. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the metal comes out of the tube because the connection parts of distal end/bending section/insertion tube are not detached. The event can be prevented by following the instructions for use: "IFU:operation manual chapter3. Preparation and inspection IFU: reprocessing manual chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.